Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that during the procedure, the hp052 would not work with an lcsb5. They did the checking procedures of the lcsb5 they were using, to see if it was correctly installed, but it still didn't work. They used another handpiece and it then worked. The case was then completed with no consequence to the pt.